Manufacturer narrative:
On 12/28/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/15/2015 a medtronic representative, following-up at the site, reported the camera showed "disconnected" while navigating. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system camera showed that it was disconnected. The medtronic representative went back to verify instruments and all of the toolcards showed red x's. A system re-boot restored normal function and issue was resolved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs showed that the connection to the camera was lost, however the reason for connection loss was not described in the logs. The software investigation was unable to determine cause of issue.(B)(4).